Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/30/2024, it was reported by a distributor via sems-06554049 that an ar-6485 synergy cw4 arthroscopy pump was producing an alarm stating the lid was not closed. This occurred during a lesion meniscal procedure where another unit was used to proceed. There was no patient harm.

Manufacturer narrative:
Investigation summary: the complaint allegation is confirmed. One unpackaged ar-6485 arthroscopy pump serial number (B)(6) was returned for evaluation. Visual inspection noted the device was chipped near the door where the main pump tubing is inserted. The most likely cause for this failure can be attributed to mishandling/misuse due to the damage to the device. Functional testing was performed. The pump was connected to the power and turned on. It was immediately noted that the ar-6485 was displaying a "door open" error message. The returned device was assembled with an ar-6410 lot# 71915423 main pump tubing and the "door open" error message persisted. The door of the device was opened and reclosed and the device was powered off and back on and the "door open" error message persisted and the pump would not run. Due to the "door open" error message, the pressure sensor was unable to be tested with the pressure calibrator. The most likely cause for the door sensor failure can be attributed to wear and tear due to the door sensor losing calibration.